Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6), +19.0d) was explanted from the patient's left eye due to patient dissatisfaction and a new lal (sn (B)(6), +19.0d) implanted as a replacement. Rxsight's first awareness of this event was on 07/16/2024.

Manufacturer narrative:
The lal was returned for evaluation; however, it was cut into fragments during explantation and is unable to be adequately evaluated due to the condition of the lens. Manufacturer reference: (B)(4).